Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3004936110-2017-00145. It was reported the patient experienced hemoptysis after an hour of a hf sensor implant procedure. The patient was admitted to the hospital for 24 hours for observation. The patient was discharged later without further incident. Reportedly, the issue resolved.